Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Event description:
The user facility reported a (B)(6) year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the cp had poor positioning and was removed and replaced. The cp explant caused no harm or injury, and support continues on second cp.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Data logs confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position in ventricle/aorta and suction alarms. No other issues were found on the logs. Product was not returned for review. Based on clinical description and data analysis, the root cause of positioning issue was most likely use related during CPR.